Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date where it was reported that during the use of a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing it was stated in the report that the product has an issue with leaking. There was no harm to the patient as a result of this reported complaint/event.

Manufacturer narrative:
On 4/25/24 396 new primary plumsets were received for evaluation. As received no damage or anomalies were noted. Thirty-five (35) samples were randomly picked out of the received samples to perform leak tests per specification. Two samples were found to leak from the outlet filter. The complaint of leakage can be confirmed. The probable cause is due to a pinhole in the filter. The damage is typical of an electrostatic discharge to the filter vent during sterilization in manufacturing. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.